Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) experienced signal loss and was not paired, and the user was guided to toggle the sensor settings and restart the sensor, with instructions to call back if pairing did not occur. No adverse clinical symptoms reported. Outcomes included no impact to daily activities and no need for medical intervention. User support included troubleshooting and user education over the phone. Investigation of this case revealed a communication or pairing interruption between the sensor and receiving device, with no identified device component failure at the time of the call. It was concluded, based on previously established findings for similar reports, that the cause was likely use-related or a transient connectivity issue.